Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. It was recommended that fse replace the right master tool manipulator (mtmr) to resolve the 23017 errors. The resolution is unknown at the time of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 23017 occurred. The tse confirmed the error in the logs and explained that the error was related to master tool manipulator right (mtmr) issue. The customer was about 90 percent done with the procedure. The tse advised the customer to power cycle the system to resolve the issue. It was unknown whether the procedure could be completed with the da vinci system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the error 23017 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The master tool manipulator (mtmr2) was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault could be identified. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.